Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement was attempted in a common femoral artery with a proglide device via a 6fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the proglide was successfully flushed during device preparation, however, after the proglide device was advanced into the patient anatomy, no pulsatile blood flow was observed. The sutures from another proglide device were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.